Event description:
Levophed set to run at 5 mcg, map(mean arterial pressure) on arterial line at 40 mmhg, rn attempted to increase rate to increase map, inspected IV line, noted that the patient's line was clamped and the pump did not alarm. Rn unclamped the tubing, increased the rate of levophed again to help infuse more quickly to recover pt's map, pump still not infusing medication - no alarm went off denoting any issues with infusion on pump.